Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam was observed to be deteriorated. The device's blower motor, blower bellows, flow sensor assembly and inlet air path foam were replaced to address the issues.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet air path foam was observed to be deteriorated. The device's blower motor, blower bellows, flow sensor assembly and inlet air path foam were replaced to address the issues. The coding has been updated to reflect the fsn for sound abatement foam degradation.